Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired. The jaws of the reload were open. Staples were protruding from the proximal end of the reload cartridge. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. The reload was loaded into a post market vigilance instrument for functional testing. The reload was applied to test media and was cycled without hesitation or binding. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to not to function properly. The reload was disassembled to inspect the internal components. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary. Additionally, the investigation detected a secondary condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the first shot of the lung lobe was removed in a thoracoscopic lobectomy procedure, the instrument was placed in the chest of the patient, and the surgeon was able to press the green button but the stapler did not fire. They replaced the stapler to resolve the issue and complete the case. There was no patient injury.